Event description:
The surgeon noticed a protrusion of the nail from the distal anterior femur via c arms after insertion. The surgery had to be extended 60 minutes.

Manufacturer narrative:
The intramedullary nail and screw involved in this surgery were returned. Evaluation of the nail determined that all critical dimensions met print specification. Evaluation of the screw found no material or manufacturing deviation.